Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaints were both confirmed. The device was visually inspected and found a bent pin #12 in top middle section inside the video connector causing the damaged pin. The front panel by the socket connector was also damaged. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there were image processor or light source connector issues. The screen is not showing any video any images. It also has a damaged pin. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an excessive impact was applied to the part concerned due to the tip of the scope.